Event description:
Sales rep reporting that while in this facility he found out that they had been doing an anemia study to find out why the anemia in this facility had ben on the rise and due to the blood tubing alert, the customer decided to do a blood draw on this patient and it was determined that this patient had hemolysis. No patient intervention and patient is still dialyzing at this facility. Customer did not know the date that this actually occurred but said that blood was drawn between 2/17/06 and 2/24/06, they did not have lot numbers on any of the tubing sets.